Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for analysis. Visual examination of the returned laser fiber revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the fiber tip was unused. There was no damage noted along the body of the fiber. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face, this indicated that the fiber was broken within the connector. The condition of the returned product confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on march 27, 2017 that a flexiva 200 tractip laser fiber was used during a urolithiasis stone surgery procedure performed on an unknown date. According to the complainant, during unpacking and outside the patient, a kink was found midway of the laser fiber body and there was no aiming beam seen coming out from the tip. There was no damage noted to the device packaging prior to use. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "no patient injury."

Manufacturer narrative:
Reported event of fiber broke. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 27, 2017 that a flexiva 200 tractip laser fiber was used during a urolithiasis stone surgery procedure performed on an unknown date. According to the complainant, during unpacking and outside the patient, a kink was found midway of the laser fiber body and there was no aiming beam seen coming out from the tip. There was no damage noted to the device packaging prior to use. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "no patient injury."